Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No pump broken in half noted. No broken off reservoir tube lip noted. No missing battery tube noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched ldd window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 521 mg/dl. Customer reported the reservoir and battery compartments were broken, and could not hold reservoirs and batteries. Customer was wearing the device at time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusin test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was not broken in half. No broken off reservoir tube lip was noted. No missing battery tube was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked battery tube threads.